Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that warnings were alerted for low impedance on the epicardial (right atrial (ra) and right ventricular) (rv) leads. Consistently low impedance was noted and unstable thresholds also noted on rv lead with a general continued elevation. The physician elected to revise the abdominal pacing system to a left pectoral system, replacing and capping the epicardial leads for new transvenous leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.